Event description:
Device 1 of 3. Reference MFR report#1627487-2015-08138, reference MFR report#1627487-2015-08141. The patient received two pns leads with the same lot number. It was reported pus is draining near the lead extension site. Reportedly, surgical intervention was undertaken on (B)(6) 2015 explanting two pns leads (off label use) and one partial extension due to an infected abscess on the back.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3 reference MFR report#1627487-2015-08138 reference MFR report#1627487-2015-08141 follow-up identified the patient was given IV antibiotics during surgery and prescribed oral antibiotics upon released from the hospital.